Event description:
Reporter alleged obtaining the results of 15 mg/dl and 178 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took his insulin based on the 178 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.